Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During evaluation, a "service required" alarm condition occurred related to a low inspiratory pressure and the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.